Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found contra angle (B)(4) (2017) collet defective.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; no injury occurred.